Event description:
Pt was put on morphine to be administered by pca infusion pump. Pump values indicated that the medication was dispensed. Eight hours later it was discovered that the plunger had malfunctioned, and that the syringe was full and no morphine was administered.